Manufacturer narrative:
The pump was returned to animas and evaluated on 13-sep-2018 with the following findings: the pump¿s black box showed multiple pump reboot events. The battery compartment was cracked but the battery cap was able to fit to the pump. There was evidence of moisture corrosion in the battery compartment. The battery cap was fastened then unscrewed a half turn, which caused a power interruption. The alleged issue was duplicated with investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.